Manufacturer narrative:
Additional information was added to h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5093442. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) unspecified administration sets had a hole which resulted in a leak. It was further reported that when the nurse released the dark blue clamp a hole appeared and the fluid squirted out through the tubing wall where it was clamped. This issue was identified during priming with citoxin. There was no patient involvement. No additional information is available.